Event description:
It was reported that the fiber broke. Procedure and patient outcome information was not provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap is fractured at the uv glue zone. The glass cap distal to location of fracture is detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The heat shrink tubing open end exhibits signs of abrasions and melting, erased red octagonal sign, partially erased blue arrow indicator, and moderate contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Due to the observed glass cap fracture on the distal side, the potential for forward firing may exist. Based on the observed glass cap detachment, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure, the fiber broke at the end without any previous issue after 130,023 joules of use and 24 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.

Event description:
It was reported that the fiber broke. Procedure and patient outcome information was not provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap is fractured at the uv glue zone. The glass cap distal to location of fracture is detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The heat shrink tubing open end exhibits signs of abrasions and melting, erased red octagonal sign, partially erased blue arrow indicator, and moderate contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Due to the observed glass cap fracture on the distal side, the potential for forward firing may exist. Based on the observed glass cap detachment, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.